Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in line) alarm was not confirmed in the lab due to a lack of sample; however, from the complaint information, the cause of the alarm was a loose connection between the patient line and transfer set. The lot number is unknown therefore a batch review was not performed. The labeling review found the labeling adequate for the use error identified in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) and reported a system error (s/e) 2240 alarm that appeared on the home choice (hc) during the initial drain; the patient was not connected at the time of the alarm. The home patient (hp) became disconnected during dwell. The patient was woken by the alarm and noticed he was disconnected in the dwell cycle. The technical service representative (tsr) advised the hp to end therapy and either start over with new disposables or perform therapy manually. There was no patient injury or medical intervention. No further information is available.